Event description:
It was reported that the patient underwent magnetic resonance imaging (MRI) without warning. The implantable cardioverter defibrillator (ICD) was interrogated after for a study and found to be in backup bvvi mode. It was also noted that ventricular capture failure was observed. It was unknown whether the ventricular capture failure was due to the backup vvi observed as the patient still had an intrinsic rhythm and was not patient dependent. A device restoration was performed successfully. The patient was stable before, during and after firmware reinstallation.

Event description:
Related manufacturer report number: 2017865-2023-50004. New information received notes the capture issues observed may have been due to the right ventricular (rv) lead though it is unknown if the reason was because magnetic resonance imaging (MRI) was performed without proper programming, or the capture failure already existed. The ICD and rv lead were explanted and replaced. The rest of the system was removed electively. The explanted rv cable was observed to be crushed in some sections. The patient was stable.

Manufacturer narrative:
The report field event of unexpected reset was confirmed. The report field event of failure to capture anomaly was not confirmed. The cause of unexpected reset was caused by a power-on reset (por), which was due to off-label MRI exposure. The device was above elective replacement indicator (eri) upon received. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal. The reset anomaly could not be reproduced.